Event description:
Customer reported via phone call to have received a signal too low alarm. Customer also reported to have received an unexpected restart alarm every time batteries were changed. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
Pump passed displacement test, operating currents, self-test and off no power test. No unexpected low battery alarm noted. Low reservoir alarm function properly during test. No signal too low alarm noted. Unit received with unexpected restart alarm during unexpected restart error test due to electrical component voltage leak. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.